Manufacturer narrative:
The patient reported stimulation from the lead on the left side, but not in the desired location to alleviate the chronic pain symptoms. Patient was able to achieve good therapy on the right side. It appears that the system and components continued to function as designed, however the patient did not attain pain relief due to migration of the implanted lead. Patient reported return to normal daily activities and did not report any strenuous activities or traumas that would have potentially contributed to the lead moving. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
After successfully completing a trial phase in (B)(6) 2024, the patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat bilateral lower back pain. The system was activated on (B)(6) 2024. After activating the system the patient reported that the right side was pain free but the left side continued to have persistent chronic pain with minimal relief from the nalu system. Over the course of 3 months multiple reprogramming sessions were performed to attempt increased pain relief on the left side. Xray imaging was performed and found that the implanted lead on the left side had migrated away from the intended location. Another reprogramming attempt was made after imaging, however the patient continued to report minimal relief on the left side and ultimately requested to remove the system. A full system explant took place on (B)(6) 2024 per the patient request and all explanted components were discarded by the medical facility.